Event description:
Customer was reporting issues with the quickserter. Customer reported blood glucose of 124 mg/dl. During troubleshooting customer was assisted to manually insert infusion set. Customer suddenly became less and less responsive. Customer was asked if she felt her blood glucose was high and she said yes. Customer was advised to check blood glucose customer was unable to comply. Company representative called paramedics. Customer was answering question and until she stop answering question. Company representative stayed on the line until paramedics arrived and it seemed customer was removed from home. An attempt has been made to contact customer in regards to event. No further information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.